Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. Qc was within the customer's established ranges prior to the event. While troubleshooting with the bci hotline it was determined that the intact pth reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. This indicates that the customer did not follow the published directions for loading a reagent pack. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Service was not dispatched for this event. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining repeatable erroneously low results below the reference interval for intact parathyroid hormone (pth) on two different samples from the same patient that were generated by the access 2 immunoassay system. The customer also obtained 0 ng/ml results for all levels of qc. No erroneous results were reported out of the laboratory. The customer reported that the patient's surgery was delayed for several hours due to this event. However, no death or serious injury was reported for this event.